Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Note: for the maxera cup, there will be an separate complaint filed by zimmer (B)(4).

Event description:
It was reported that during a revision surgery of a maxera cup because of squeaking after unk time in-vivo, the surgeon tried to revised the biolox option head too, but he was not able to get the adapter (sleeve) off the stem adapter. The adapter was left on the stem and a new biolox option head was placed on the sleeve. Therefore, the surgery was extended 20 mins. The revision surgery was specifically for the maxera cup and as an outcome of it the biolox option head adapter was not able to detach from the stem.